Event description:
The customer reported [the device] cannot run, can't get into the system; the buttons are malfunctioning. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported [the device] cannot run, can't get into the system; the buttons are malfunctioning. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.